Event description:
The patient developed and infection in tooth location 14 after the fixture was implanted for over one (1) year. The doctor indicated infection and bone condition as contributing factors for inplant removal.